Event description:
While trying to extract a stone through cannula, the cannula cracked and small pieces broke off inside the abdominal cavity. A search was made and 3 small pieces of the cannula were retrieved. The retrived pieces of the cannula were sent to pathology. The cannula was retained for investigation by the MFR. Pt recovered from surgery and was discharged. No long term effect is apparent at this time.